Event description:
A customer obtained higher than expected progesterone results for one patient's sample. Repeat testing on unicel dxi 800 access immunoassay system and on a different instrument produced lower results within a different clinical category. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Progesterone samples are analyzed in duplicate. All progesterone results >7nmol/l are repeated. Qc performed prior to the event was within the customer's established ranges. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.